Event description:
Caller alleged discrepant results with inratio meter. First test inr=3.8 (pt 38.3), 2nd test inr=2.9 (pt 28.9). Caller assumed testing was done on one pt. No other info available.

Manufacturer narrative:
Inratio precision data provided by end-user: value #1 - 3.8, value #2 - 2.9, mean - 3.35, std dev - 0.636396, %cv - 18.9969. The %cv is less than 20%. The precision criterion is met. Product testing is not required. Meter and strips were returned for evaluation. Returned inratio2 meter and retained strips ln 080693a was tested on one normal citrated whole blood sample. All three strips gave valid inr results. Meter and strips functioned as expected. No deficiencies found. No corrective action is required as no product deficiency was established.